Event description:
It was reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The customer attempted to charge the pump using different wall adapters without success and did not have an alternate charging cable. Tandem technical support arranged to send a replacement charging cable and wall adapter via two-day shipping. If the pump battery depletes before receiving the replacement, the customer will rely on alternate insulin therapy.